Event description:
The pt received scs system on (B)(6) 2010. It was reported that the ipg charger was unable to locate the pt's ipg. A replacement charger was sent to the pt. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.